Event description:
A customer reported a malfunction on their insulin pump. The customer¿s blood glucose (bg) level was 505 mg/dl. The customer planned to take a corrective insulin shot when possible and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.

Manufacturer narrative:
Additional information was provided by the customer indicating they experienced bg of 543mg/dl due to this malfunction and went to the emergency room seeking a syringe. Customer received a syringe at the ER but received no treatment in the ER. Customer addressed their elevated bg with manual injection of insulin once they had a syringe to do so